Event description:
It was reported that the patient, who was fully ventilated, had a bivona tracheostomy tube that split on the underside. This resulted in emergency trach change for the patient. No further complications were reported in connection with this incident.

Manufacturer narrative:
One bivona tracheostomy tube was returned for analysis in a used condition. Under visual examination the sample has a split on the shaft. Relevant documents were reviewed and deemed adequate. The manufacturing process was reviewed with all procedures being carried out as appropriate. Verification of 32 samples were reviewed; no damage was detected. After a review of the different verifications that are performed during the manufacturing process to detect damage components, the most probable root cause is that damaged occurred after the product left the shm facility. The complaint is confirmed however, the root cause is unknown.

Event description:
One bivona tracheostomy tube was returned for analysis in a used condition. Under visual examination the sample has a split on the shaft. Relevant documents were reviewed and deemed adequate. The manufacturing process was reviewed with all procedures being carried out as appropriate. Verification of 32 samples were reviewed; no damage was detected. After a review of the different verifications that are performed during the manufacturing process to detect damage components, the most probable root cause is that damaged occurred after the product left the shm facility. The complaint is confirmed however, the root cause is unknown.